Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: etlw1624c156ee, (B)(4), ubd: 12-jun-2020, (B)(4); product ID: etlw1628c124ee, (B)(4), ubd: 23-nov-2018, (B)(4); product ID: etlw1616c82ee, (B)(4), ubd: 19-mar-2020, (B)(4). Exact date of event unknown - year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on an unknown date the patient experienced a cerebrovascular accident with post-operative left hemi-anopsia, possibly due to ischemia of the right occipital lobe due to a possible thrombus occurring after stenosis of the vasculature. Per the investigator, the event is unlikely to be related to the stent graft and probably related to the procedure. Per the sponsor, the event is not related to the stent graft and probably related to the procedure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information: the event date was reported to be the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that diagnostic tests were performed for the cerebral vascular accident (cva). The event remains unresolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the cva was unresolved at the time of death. The sponsor has now assessed the event as being causally related to the procedure. The cause of death is unrelated to the reported cva. If information is provided in the future, a supplemental report will be issued.